Event description:
It was reported that when using the bd pyxis¿ es server, all devices entered critical override mode. Healthsight viewer displayed delayed and down notifications, and 29 devices were reported in critical override. A nurse reported that the issue occurred while attempting to remove medication from the station. The required medication was subsequently obtained from the pharmacy; however, a delay in medication availability was reported. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that server instability was observed. The technical support specialist (tss) investigated the application server and found a low-memory condition with 99 days of uptime. After obtaining customer approval, the app server was rebooted, which cleared the issue and restored normal operation. The system functioned as intended after the technical support specialist (tss) resolved the issue.